Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted about 15 to 20 minutes. There was no out of range signal at the time of contact with dexcom technical support. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Device available for evaluation. (B)(4). Labeled for single use. Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.